Manufacturer narrative:
Device received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Device received with broken belt clip rails. Unable to verify partial display or missing segments or frozen screen display due to blank display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had frozen and partial display. Customer stated that the display did not return to normal. No harm requiring medical intervention was reported. The device will not be returned for analysis.